Event description:
It was reported that during an elective ipg replacement procedure on (B)(6) 2023, the physician externalized the extensions and observed one of the extensions to be fractured; however, no impedance issues were observed. The device is providing therapy and was not replaced. It is unknown which extension is fractured.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 extensions; however, it is unknown which extension; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 8ch infinity dbs flex extn kit, 50cm, b, model: 6371ans, UDI: (B)(4), serial: (B)(6), batch: 6339390. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.